Manufacturer narrative:
(B)(4). Date sent: 1/12/2022. H6: component code: others (g07) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the mcm30 device was returned with no apparent damage. In addition, four formed clips were returned inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining seven clips as intended. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a thyroid procedure, the device was defective. It is unknown how the procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was received: during a thyroid surgery, issue with the use of the clips. Incorrect closing of the clips. Tissue tearing. Used of another device. The clips did not come out of the clamp. Apparently the ligaclips were not delivered by the clamp. According to the nurse at the beginning it worked normally but after about ten, the clamp become "meshed' and no longer delivered a clip. There was no serious consequence for the patient. The clamp was changed directly so as not to waste time. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: in previous follow up, you reported "incorrect closing of the clips" resulting in "tissue tearing" and that "clips were not effective." In subsequent follow up, you reported "the clips did not come out of the clamp" and "no longer deliver a clip." So please clarify the following: did the device feed clips into jaws? Yes or no. If clips did not feed into jaws, did empty device jaws cut the vessel? Yes or no. Did the device fire a clip from jaws? Yes or no. Or did device not fire clip? If clips fired, did the fired clip cut the vessel? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.